Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was locked and alarming a button error. The time clock advanced. The customer¿s blood glucose during the incident was unknown. No further details were given. The insulin pump will be returned for analysis.